Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, moderately calcified and 100% stenosed proximal right atrium. A balance middleweight (bmw) guide wire was being advanced through a thrombosed artery when the tip of the guide wire separated and was removed with a snare device. A new bmw guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.